Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The 99% stenosed lesion was located in the calcified, very tortuous, distal right coronary artery (rca). During inflation to 10 atms, a pin-hole rupture occurred in the distal section of the balloon. It is unk how many inflations were performed and to what pressures. The procedure was successfully completed with another maverick otw balloon catheter. There were no reported pt complications. Pt status listed as "good".